Manufacturer narrative:
Checked that device was not returned to the manufacturer. Evaluation narrative - the product was not returned for evaluation. Without the return of the actual products involved, our investigation of this report is inconclusive. A review of the device history records did not reveal any discrepancies that would have caused or contributed to the reported incident. We will continue to monitor for any trend. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to dislocation of the implant.